Event description:
It is reported that the tip broke off of universal handle during surgery.

Manufacturer narrative:
Evaluation codes: as returned, the distal tip of the handle is fractured. The device has a potential field age of 8 years. Breakage of the tip is due to the instrument being used in a way other than the intended and recommended. Device history records indicate all components were manufactured and inspected to specification.